Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received medication faster than intended. At 11:30, the device was programmed to deliver 181ml of cyclophosphamide with an expected duration of 45 minutes and the delivery was started. No further programming parameters were provided. After an unspecified length of time, when the delivery was complete, the nurse noted the medication had been delivered "faster than intended." There were no reported adverse patient effects. No medical interventions were required the device was removed from clinical service. Though requested, no additional information was provided.